Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('possible infection') and procedural pain ('excruciating pain/ localised pain') in a 37-year-old female patient who had essure (batch no. He011x6) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation procedure was performed at the same time as essure insertion" on (B)(6) 2017. Medical conditions: following an ultrasound and transvaginal scan, she was advised she would need to have her fallopian tubes removed. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria hospitalization and intervention required) and genital haemorrhage ("heavy/abnormal, bleeding"). The patient was hospitalized from (B)(6) 2017 and then for 3 days. The patient was treated with antibiotics and surgery (laparoscopic bilateral salpingectomy). Essure was removed in october 2017. At the time of the report, the pelvic infection, procedural pain and genital haemorrhage had not resolved. The reporter considered genital haemorrhage, pelvic infection and procedural pain to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2017 and removal date also reported as (B)(6) 2017. Insertion details: the cervix was infiltrated with local anesthetic and hysteroscopy was carried out. A good view of the uterine cavity was obtained and she was found to have a normal uterine cavity with no intrauterine pathology. The minitouch device was introduced and treatment was completed in 2 stages of 72 and 24 seconds respectively. Hysteroscopy showed evidence of good ablation and the essure device was successfully deployed into both tubes. 3 coils were visible on each side by the end of the procedure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received - reporters and lot number (he011x6) added. We received a lot number. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('possible infection') and procedural pain ('excruciating pain') in a 37-year-old female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "ablation procedure was performed at the same time as essure insertion" on (B)(6) 2017. Medical conditions: following an ultrasound and transvaginal scan, she was advised she would need to have her fallopian tubes removed. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria hospitalization and intervention required). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then for 3 days. The patient was treated with antibiotics and surgery (removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection and procedural pain had not resolved. The reporter considered pelvic infection and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal date was updated. The outcome of event was updated to not recovered. For the question: any continuing symptoms: yes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('possible infection') and procedural pain ('excruciating pain') in a (B)(6)-year-old female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "ablation procedure was performed at the same time as essure insertion" on (B)(6) 2017. Medical conditions: following an ultrasound and transvaginal scan, she was advised she would need to have her fallopian tubes removed. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria hospitalization and intervention required). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then for 3 days. The patient was treated with antibiotics. Essure was removed in (B)(6) 2017. At the time of the report, the pelvic infection and procedural pain outcome was unknown. The reporter considered pelvic infection and procedural pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("possible infection"), procedural pain ("excruciating pain/ localised pain") and genital haemorrhage ("heavy/abnormal, bleeding") in a 37-year-old female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "ablation procedure was performed at the same time as essure insertion" on (B)(6) 2017. Medical conditions: following an ultrasound and transvaginal scan, she was advised she would need to have her fallopian tubes removed. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria hospitalization and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then for 3 days. The patient was treated with antibiotics and surgery (salpingectomy and removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, procedural pain and genital haemorrhage had not resolved. The reporter considered genital haemorrhage, pelvic infection and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction: the event term excruciating pain was changed excruciating pain/ localised pain. Salpingectomy was added as treatment. New event heavy/abnormal, bleeding (medically significant) was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('possible infection'), procedural pain ('excruciating pain/ localised pain') and genital haemorrhage ('heavy/abnormal, bleeding') in a 37-year-old female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "ablation procedure was performed at the same time as essure insertion" on (B)(6) 2017. Medical conditions: following an ultrasound and transvaginal scan, she was advised she would need to have her fallopian tubes removed. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria hospitalization and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was hospitalized from 18-aug-2017 to 19-aug-2017 and then for 3 days. The patient was treated with antibiotics and surgery (salpingectomy and removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, procedural pain and genital haemorrhage had not resolved. The reporter considered genital haemorrhage, pelvic infection and procedural pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('possible infection') and procedural pain ('excruciating pain/ localised pain') in a 37-year-old female patient who had essure (batch no. He011x6) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation procedure was performed at the same time as essure insertion" on (B)(6) . Medical conditions: following an ultrasound and transvaginal scan, she was advised she would need to have her fallopian tubes removed. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced procedural pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria hospitalization and intervention required) and genital haemorrhage ("heavy/abnormal, bleeding"). The patient was hospitalized from (B)(6) 2017 and then for 3 days. The patient was treated with antibiotics and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, procedural pain and genital haemorrhage had not resolved. The reporter considered genital haemorrhage, pelvic infection and procedural pain to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2017 and removal date also reported as (B)(6) 2017. Insertion details: the cervix was infiltrated with local anesthetic and hysteroscopy was carried out. A good view of the uterine cavity was obtained and she was found to have a normal uterine cavity with no intrauterine pathology. The minitouch device was introduced and treatment was completed in 2 stages of 72 and 24 seconds respectively. Hysteroscopy showed evidence of good ablation and the essure device was successfully deployed into both tubes. 3 coils were visible on each side by the end of the procedure. Batch no he011x6, production date 2016-03-15, expiration date 2019-03-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.